Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins was working fine, but the patient got an infection and it needed to be removed. The system was removed and the patient's issue was resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the infection was not determined, and this information was confirmed with the physician. No further information